Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: initial reporter name, telephone, and occupation DHR review was completed. Part: 04.019.000s, lot: l842373, manufacturing site: mezzovico, release to warehouse date: 17.apr.2018. Expiry date: 01.apr.2028. The device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation site: cq zuchwil, selected flow: 2. Device interaction/functional visual inspection of the complained end cap shows clearly deformation the thread. The threaded flanks are sheered off as result of post-manufacturing use. This deformation is result of improper alignment with the nail while insertion. Due to this damages, it is not possible to measure the dimensions of the thread of the end cap in question. As the end cap did not fit properly to the proximal thread of the nail, it got damages while applying torsional force during insertion procedure. Therefore we classify this complaint as confirmed but exclude any product fault as root cause for the reported problem. As device use could be identified as root cause for the reported problem, no further investigations are required. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
11/20/2018 updated event description (additional information) . It was reported that the patient underwent open reduction internal fixation (orif) surgery for the proximal humeral fracture with multiloc humeral nailing system on (B)(6) 2018. At the end of the surgery, the surgeon tried to insert the titanium multiloc end cap for several times, but it could not be inserted while making a squeaking noise.the thread of the cap was so deformed that it could not be attached to the titanium multiloc humeral nail. The surgery was completed successfully by using another end cap with a 30 minute of surgical delay. The surgeon suspected that the deformation of the cap was caused by the defect of the product and did not think that a strong force was applied which lead to the deformation. Patient's status is stable. Concomitant device reported: unknown multiloc humeral nail (part# unknown, lot# unknown, quantity# 1) . This complaint involves one (1) device.

Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter is synthes employee. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery for the proximal humeral fracture with multiloc humeral nailing system on (B)(6) 2018. At the end of the surgery, the surgeon tried to insert the titanium multiloc end cap for several times, but it could not be inserted while making a squeaking noise. The thread of the cap was so deformed that it could not be attached to the titanium multiloc humeral nail. The surgery was completed successfully by using another end cap with a 30 minute of surgical delay. The surgeon suspected that the deformation of the cap was caused by the defect of the product and did not think that a strong force was applied which lead to the deformation. Concomitant device: multiloc humeral nail (part/ lot number unknown, quantity# 1). This report is for one (1) ti multiloc end cap. This is report 1 of 1 for complaint (B)(4).